Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation and difficulty to remove were confirmed. The reported difficulty to position could not be confirmed due to the condition the device was returned for analysis. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the xience sierra everolimus eluting coronary stent system, instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged during retraction back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement causing the reported difficulty to position. The device was then removed and re-inserted (against instructions for use) and interacted with the difficulty anatomy during advancement to the lesion causing the reported failure to advance. An attempt was made to remove the device but interaction with the guiding catheter caused the reported difficulty to remove and subsequent material deformation (stent flare). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, heavily calcified, concentric lesion in the heavily tortuous mid right coronary artery (rca). After pre-dilatation a 3.25x38 mm xience sierra stent delivery system (sds) was advanced with a non-abbott guide catheter extension; however, the sds was stuck inside the guide catheter extension located in the tortuous part of the brachial artery. It was thought that the sds was stuck as the lumen of the guide catheter extension was collapsed due to the tortuosity of the artery. The sds was removed and there was no damage noted. The sds was advanced again with the guide catheter extension and they were able to reach the proximal rca. The sds was advanced to the lesion out of the guide catheter extension; however, the sds failed to cross the lesion due to heavy calcification. An attempt was made to pull the sds back into the guide catheter extension; however, the proximal stent strut was caught in the distal part of the guide catheter extension and the proximal strut became flared. The sds and guide catheter extension were able to be removed from the anatomy together. Pre-dilatation was then attempted with a non-abbott balloon; however, the balloon ruptured due to the calcification. Deployment of the stent was abandoned, and the procedure was completed. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.